Event description:
A vns programming physician reported that his (B) (6) handheld computer containing 7.1 programming software was freezing on the interrogation screen. Good faith attempts are being made for the product to be returned for product analysis.